Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No further information has been received. No indication of actual or potential for harm or death. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "head error" occurred during priming of the rotaflow. No harm to any person occurred. The affected drive(serial# (B)(6)) was sent back to manufacturer for repair. It was received on 2021-12-22 and during investigation by the getinge service department on 2021-12-22 the reported failure "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) on 2022-01-11 for further investigation and repair. On 2022-01-28 (B)(4) was able to reproduce the reported failure "head error" and the root cause was determined as misuse of the device, which lead to a damage of the rotaflow drive electronics. These were replaced by the supplier in addition the cap has been replaced due to a twisted thread. The most probable root cause for the "twisted thread" could be determined as misuse. After a functional test at getinge service department on 2022-02-08 the device was sent back to the user. The following most possible root cause could be determined for the head error:  the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The product in question was produced in 2013-12-01. The review of the non-conformities has been performed on 2022-02-17 for the period of 2013-12-01 to 2021-10-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).